Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 53 to 149 mg/dl at the time of the incident. The customer was at 58 mg/dl at the time of the call and admission. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer also had a high of 230 mg/dl after treating for the low. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.